Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the failure of the pressure sensor on the mainboard of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection before an unspecified procedure, the front panel of the subject device did not work. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.